Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had not work or recognized. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a gap between cable unit, the endoscopic image cannot be displayed a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a gap between cable unit, the endoscopic image cannot be displayed was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.